Event description:
Caller alleges inaccuracy with inratio. Results as follows: date: 2007, inratio: 1.9,(11:44am), lab 5.97 (5am); on the same day, 1.9 (11:44am), 5.8 (7:28pm). This case qualifies as an adverse event. Vitamin k was given, and differences between the readings are too excessive.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2007, inratio: 1.9 (11:44am), lab: 5.97(5am), mean: 3.9, confidence limits: 2.3-5.7; on the same day, 1.9 (11:44am), 5.8 (7:28pm), 3.9, 2.3-5.7. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. Test comparisons should be performed 3 hrs or less. These comparisons were performed 3 hrs apart from each other. These are considered invalid. The results are not considered discrepant within the context of the documented variability for inr testing. Therefore, further testing is not required at this time. This case qualifies as an adverse event. Vitamin k was given, and differences between the readings are too excessive.